Manufacturer narrative:
A user concern that "that they had on multiple occasions performed a tavi in trifecta gt valves due to torn leaflets" was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The cause of the reported event remains unknown. The user attributed these events to "valve design making implant difficult."

Event description:
On (B)(6) 2018, during a customer visit, the physician informed the sales representative that at this facility, on multiple occasions, tavi was performed in trifecta gt valves due to torn leaflets. The user was unable to provide any more information regarding the specifics of the cases or the number of cases. The physician suggested the trifecta gt valves required intervention (tavi) more often than other tissue valves in the user¿s experience. The user suggested that the valve was difficult to implant due to its design. The user refused to provide imaging or other details to abbott. A review of complaints from this center revealed no previously reported complaints for trifecta gt from the facility or the user.